Manufacturer narrative:
The problem may could be traced to optical fiber failure, the fiber was returned not sterile, only visual check through the pouch was possible. We are unware of patent involvment.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.